Event description:
It was reported while using the bd precisionglide¿ needle, the needle fractured and became lodged inside the patient¿s neck. The following was received by the initial reporter: on (B)(6) 2023, one of customer physicians was performing a routine nerve block procedure using a 27gx1½ bd precisionglide needle. Unfortunately, during the procedure, the needle fractured and became lodged inside the patient¿s neck. This incident resulted in complications for the patient and necessitated immediate medical attention at a local hospital. Customer medical team reacted promptly to address the situation and ensure the patient¿s safety. Add info received on 02-aug-2023: 1st customer response photo evidence: attached are x-ray images taken when the needle was lodged in the patient's neck during a routine spinal accessory nerve block injection. Patient recovery: the patient has recovered. Hospital removed the needle and the patient was discharged home in stable condition with no complications. How the needle broke: the needle broke as during the injection, the 27g 1.5 inch needle snapped at the hub of the needle. The physician attempted to retrieve the end of the needle with sterile clamps however, was unsuccessful. The physician ordered to call ems to transport the patient to the hospital to remove the fragment.

Manufacturer narrative:
H6. Investigation summary: it was reported the needle fractured and became lodged inside a patient¿s neck. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other two photos appear to be x-rays taken indicating where the needle was in the patient. It appears the needle is complete and possibly became loose from the needle hub. The physical sample analysis would be required to confirm this. No other information could be obtained from the photos. A device history record review was completed for provided material number 301629, lot 2117353. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.